Event description:
It has been reported to co that during the procedure, the lumen of this device reportedly collapsed. The physician was unable to re-load over the wire. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.